Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise on svc to can and rv sense amp channel and 2 vf episodes with aborted therapy were observed. The noise was not reproduced with pocket manipulation and arm movement. The lead will be monitored.